Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The complaint includes the patient is having headache, difficulty in breathing, lung infection, lung nodules. There was no report of serious or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to a CPAP device's sound abatement foam. The complaint includes the patient is having headache, difficulty in breathing, lung infection, lung nodules. This reported event and its reported severity was reviewed by the manufacture's clinical expert. This event were assessed and may also have been related to user error associated with any of the following possibilities: improper humidification and/or tube temperature settings, use of non-distilled water, improper mask fit/use, improper or inadequate treatment pressures, certain cleaning chemicals the patient might have used in the device, and/or inadequate cleaning practices/frequency. There is no customer information hence we cannot reach out to the customer and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Section h6 type of investigation, investigation findings and investigation conclusion has been updated in this report. Section h6 impact code has been corrected in this report.